Event description:
Philips received a complaint on the v60 ventilator indicating that pressure line error failed. The device was outside of clinical use at time of the reported event. There was no report of patient or user harm. The remote service engineer (rse) evaluated the device with the customer, and it was determined that the proximal sensor autozero failed. Code 110b was logged. The unit has not been service recently (no pin alignment issues suspected). The rse reviewed the manual for suggested repair and provided parts ID for solenoids 3 and 4 and discussed installation per the manual. The investigation is ongoing. Per gfe response, the customer stated that solenoids 3 and 4 had been received and installed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00459. All information from the original report(s) has been transferred to this report.